Event description:
Leonard catheter was to be placed for bone marrow transplant in a pt with sickle cell disease. Two attempts were made with two separate leonard catheters. Neither of which could be placed. As reported by surgeon: after dilator and sheath were placed and guidewire alignment/position were checked using fluoroscopy, first attempt at catheter insertion was made. Could not be passed through the sheath and speared to impact within the sheath at the level of the insertion into the subclavian vein. Multiple attempts were made. All failed. Catheter was removed from sheath. Dilator was replaced within the sheath. Guidewire was passed. Sheath and dilator were removed with guidewire in place. Replaced with new dilator and sheath. Position could not be verified. Intra-op echo was done to rule out placement in right atrium (negative). Second attempt at catheter insertion with echotransducer in place. Unsuccessful. Catheter would not pass through the sheath into the vein. 10 french catheter was removed and replaced with 7-fr double lumen catheter. Unsuccessful. 7-french double lumen broviac catheter placed and pt was taken to ICU for monitoring and follow-up x-rays.